Event description:
It was reported "the drainage system does not work, there is no suction from the bellow". No harm was reported. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Device 1 of 2. Common device name: apparatus, suction, single patient use, portable, nonpowered. Procode: gcy. Initial reporter:complainant city: (B)(6). Patient country: (B)(6). Affiliation: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Investigation details: defect wasn't confirmed by the provided picture. The issue involves 2 defective items of batch 350304. No harm was reported with the complaints. Additional information was requested from the customer. Based on received information from the complainant the products were not used on patient, the issue was observed during testing of the bellow itself (without connecting to connector or drainage tube), a silicone ring on the bellow was presented as required, no signs of deformation or melting of the bellow were identified by customer. Affected batch 350304 was produced in quantity of 120 pcs in october 2021. The review of dhrs was performed. No ncrs related to the complaint issue were initiated during production, incoming inspection of components and batch release of product. For the production of affected batch 350304 bellows ref 922012.3 of batch 500003 29.03.21 were used. According to the test-protocol 1558 dd 22/oct/2021 affected batch 500003 29.03.21 of bellows ref 922012.3 was accepted during incoming inspection. Also, no ncrs related to the complaint issue were identified for affected batch 500003 29.03.21 of bellows. Manufacturing data for the affected product group universal drainage set (dhf#1000) was reviewed for the period from 01/jan/2019 till 01/jun/2022. Totally about 964434 pcs of finish goods were shipped for the analyzed period. The complaints were reviewed for the period from 01/jan/2019 till 16/jun/2022 for the presence of issues described as ¿the drainage system does not work, there is no suction from the bellow¿ product group universal drainage set (dhf#1000). 0 complaint on 0 defective item was received in 2019 year, 0 complaints on 0 defective items were received in 2020 year, 0 complaints on 0 defective items were received in 2021 year, 1 complaint on 2 defective items were received in 2022 year totally, 1 complaint was received for 2 products during analyzed period. Based on the medical review of the complaint, the product malfunction code was identified as ¿drn-pmc03.05 drainage collection system does not create negative pressure (e.g. Bellows do not work properly)¿. The severity of 4 was assigned by the complaint evaluation committee. No harm was reported with the complaint. Considering the assigned severity of 4 and the calculated probability of failure occurrence for the analyzed period pf=2/1020234=0,00000196 (p<0.000002 corresponds to the rating of 1 ¿remote¿), the risk has been evaluated as ¿moderate¿ based on sop-000100 ver. 30.0, appendix 8.3. Based on calculated probability and assigned severity rating described above the risk is ¿moderate¿. Based on analysis of manufacturing flow, product configuration, and received information from customer following potential causes were identified, but can`t be confirmed based on available information: ¿ damage or loss of integrity of the bellows. ¿ misuse. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3007966929.

Event description:
To date no additional patient or event details have been received.